Event description:
It was reported that during the implant after placing this lead into the heart high out of range pace impedance measurements were seen. The lead was repositioned several times and the testing cables were changed, with no improvement. The lead was thus not used and a new lead was implanted with no issue. No adverse patient effects were reported. The lead was returned for analysis.

Manufacturer narrative:
The lead has not been returned to date. Should additional information become available this investigation will be updated. This ingevity+ lead was returned to boston scientific's post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection noted dried blood around the helix. The lead passed continuity and hipot testing which indicated that the conductor coils and inner insulation were intact. The lead also passed stylet insertion testing indicating no blockage in the lumen. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The lead has not been returned to date. Should additional information become available this investigation will be updated.

Event description:
It was reported that during the implant after placing this lead into the heart high out of range pace impedance measurements were seen. The lead was repositioned several times and the thresholds measurements cabled were changed with no improvement. The lead was thus not used and a new lead was implanted with no issue. No adverse patient effects were reported. The lead was expected to be returned for analysis.